Event description:
It was reported that during an implant procedure, the physician experience a fixation problem with the right atrial (ra) lead. The decision was made to remove the lead, and implant a new one. No patient complications have been reported as a result of this event.